Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2020 (related manufacturer reference numbers: 3006705815-2020-32809 & 3006705815-2020-32810), the physician was unable to place the new lead in the desired location. As a result, the procedure was abandoned.